Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. The reported failure (error codes) could not be reproduced on connected to system. The log showed 25913 m-32 errors and 25913 m-1f errors. Visual inspection confirmed significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer kept getting generator error codes. The system logs showed errors 25920, m-32, and m-1f. The customer confirmed they were using a validated third-party ground pad. The technical support engineer (tse) recommended ensuring the ground pad was oriented correctly with the long edge facing the operating field. There was no reported injury.